Event description:
Add'l info rec'd from MFR 5/23/03: tmj implants, inc has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
In 1999 rptr's jaw joint was actually fusing together-they cut away bone and put in the christensen titanium fossa replacement. In 2001 a lot of bone had built up in the joint. Doctors had to cut the bone away and then did a one time radiation treatment to help prevent bone from growing back. As far as reporter knows, they were the first to receive the one dose, higher radiation-the doctor's said it had only been done on 20-30 pts, but they had the lower dose, 5 day treatment. Currently joint is sticking in ear. In a lot of pain and experiencing migraine headaches.